Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported failure to advance, stent dislodgement, removal of foreign body and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the patient presented with chest pain and was intubated due to thrombosis of a previously non-abbott implanted stent in an ostium vein graft to the left anterior descending (lad) coronary artery. A 3.5 x 18 mm xience alpine stent delivery system (sds) was advanced but the distal end of the stent got caught with the proximal end of the pre-existing stent implant and the xience alpine stent dislodged. A snare device was used to retrieve the dislodged stent successfully. Dilatation was performed and a 3.0 x 28 mm xience alpine was used to complete the procedure successfully. No additional information was provided.